Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: ref MFR report#: 1627487-2014-05674. It was reported the pt lost stimulation after experiencing a couple of falls. An impedance check was performed and invalid impedance was found on all contacts. X-rays were taken and one of the leads was found to be fractured near the location of one of the anchors. As a result, the pt will undergo surgical intervention on a later date. Both leads are being reported because it is unk which lead is causing issues for the pt.